Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the duraloc liner was going to be replaced and check stability of cup. Cup felt stable but was put in vertical. Surgeon decided to replace the duraloc cup with a pinnacle multi hole cup with a few screws for added fixation. A10* +4 liner was put in. After trailing a 15.5 head the patient was still loose. Surgeon then decided to replace the stem. He used a smith nephew revision stem. Implants were 20 years old. Original implants were put in by another surgeon.